Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation, and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a device displayed an "error code 322" message. It was also reported that there was no patient involvement.